Manufacturer narrative:
The product is not expected to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
On july 30, 2007, a letter was received from a rep for the pt, alleging the following incident: the initial surgery was performed in 2003, for removal of a cerebellar tumor and sub occipital craniectomy. Suture/gelfoam duragen were used to close the dura. Gelfoam and fibrin glue were also used above the repair site. The pt was examined in the emergency room for spinal fluid leakage. The leakage was sutured and the pt was discharged and shortly thereafter developed meningitis. The following month, the pt was readmitted to the hospital. Cultures were taken of the wound site, and the tests indicated staphylococcus epimermidis. On the same day, the pt was operated on again as the pre-operative diagnosis was stated as an "inflammatory response to the dural substitute," where the surgeon stated, "the duragen had a defect through, which clear csf was seen to flow freely." The duragen was removed and fascia lata used as replacement. According to the letter received, the pt underwent add'l subsequent surgeries, "primarily related to attempts to relieve pressure on his brain." Info also provided by the letter indicated the catalog and lot number of the device used, as well the user facility. A search of integra's complaint database indicated that this event was not reported previously used, as well the user facility. A search of integra's complaint database indicated that this event was not reported previously.